Manufacturer narrative:
Lumenis contacted the user facility to request additional information; an incident report was provided. According to the information received the scrub tech was burned when trying to tighten the connector of a non-lumenis fiber. At the request of the facility's bio med team, the laser was discontinued from use and an alternate device was brought in to complete the procedure while the tech went to the ER to be checked out, shortly after the tech was released back to work. Lumenis is not the manufacturer of the fiber whose fiber connector was reported to have burned a user in this event and resulting in injury. The manufacturer of the fiber has been made aware of the fiber issue. Investigation of similar events of non-lumenis fiber connectors overheating has been documented in (B)(4); all lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it. A two year historical review of similar product complaints revealed no events involving lumenis fibers and users being burned on overheated laser fiber connectors. To date lumenis is unaware of such events ever having been reported. On 11-dec-2018 a lumenis certified service engineer evaluated the laser system. Upon review it was identified that the injury was not directly caused by laser emission, rather by the metal cylinder of the non-lumenis fiber. The engineer confirmed poor aiming beam and no output power of the fiber in question. The blast shield was in acceptable condition, and system power and aiming output are good when using a lumenis test fiber. The engineer concluded that the fiber in question was broken somewhere internally to the fiber assembly, near the metal fitting. Although there is no evidence that a lumenis product had malfunctioned in this event, and the incident did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility used an alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis determined that this event is still reportable as a lumenis laser system was a contributory part of the event.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 60w was being utilized with a non-lumenis fiber, it was noticed that the aiming beam was not working. A scrub tech was burned when trying to tighten the fiber connector. At the request of the facility's bio med team, the laser was discontinued from use and an alternate device was brought in to complete the procedure. The procedure was completed with the alternate device with no report of patient injury or patient complications. The tech went to the ER to be checked out and was released back to work. No medical intervention was required as a result of the event, and the injured subject reportedly did not sustain any type of permanent damage as a result of the injury.